Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer states they arel having a difficult time placing the lids on the containers, and the lids can still be popped off once placed.

Manufacturer narrative:
A review of the device history record (DHR) for lot no. 18d16163 indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. This complaint contains the same lot number/issue as a previous investigation. Therefore, it was decided to leverage the existing investigation to satisfy this complaint. One (1) container and one (1) lid were provided for evaluation. Quality engineer and manufacturing engineer performed a visual inspection of the container and lid. It was observed that the lid contained a ¿bulge¿ of gasket material under the lifter. The root cause of this issue was excess gasket material under the lifter. This is the result of the robot eoat programmed start/stop position being located under the lifter at the time of production. Based on the event description and analysis results, the reported customer complaint is confirmed. The root cause was determined to be excess gasket material under the lifter occurring during production. A formal CAPA investigation is currently in progress. This complaint will be utilized for tracking and trending purposes.